Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Changing your pod chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For: omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. Upon removal of the pod from the infusion site and setting the pod down the cannula had then deployed late. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula fully deployed. No damages or defects were found with the needle mechanism that would cause the needle to deploy late. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. The cause of the reported event could not be conclusively determined.